Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The reported condition was confirmed. The investigation found the most probable cause of the reported event to be the calibration issue. The unit's return electrode monitor (rem) was calibrated to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit self activates on and off. There was no patient burn noted. There was no further information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit self activates on and off. There was no patient burn noted.